Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited elevated thresholds and intermittent capture. The lead was successfully explanted and replaced. The patient was asymptomatic prior to the procedure and tolerated the procedure well.